Event description:
The manufacturer received information alleging a ventilator would not power on. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The device's system board was replaced to address the issue.